Manufacturer narrative:
Device received with a critical pump error and a broken force sensor was detected during seating or regular delivery error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be x.x mv. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had question mark and an open book. The customer's blood glucose value was 194 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they able to saw critical pump error image on screen. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.